Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope connecting tube has a dent. During inspection and evaluation, the device had image guide snake pipe, coat peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. Since the actual product was not sent, the cause cannot be specified, but it is presumed that the defect item is due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome and the insertion tube; cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating of resin, peeling, peeling, etc. No abnormalities such as adhesion of foreign matter or falling off of parts. Check visually; grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also make sure that the insertion site is not unusually hard. I approve; visually and by hand confirm that there are no abnormalities such as abnormal slack, bulges, scratches, holes, etc. In the covering material of the curved part. In addition, the following non-reportable malfunctions were found during the device evaluation: bending rubber has slack, connecting tube has a wrinkle, electrical connector is sticky and has corrosion due to water leakage, due to deformation of bending tube, bending angle in down direction exceeds specifications, due to a dent on channel-tube, forceps and channel cleaning brush cannot be inserted smoothly, image guide bundle has a stain, due to damage on charged coupled device (ccd) unit, the specified resolving power is not obtained, due to damage on ccd unit, a noise image occurs, and connecting tube has a buckling. Olympus will continue to monitor field performance for this device.